Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. The loading unit was reloaded with staples and applied to the test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemi colectomy, when bowel was needed to be stapled, the instrument fired partially and the poor staples formation. Another reload was loaded and the same thing happened. According to the scrub sister, the tissue was normal colon tissue just above the lesion, so the thickness did not play a role. There was no injury to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Some of the staples did not form correctly and fell into the patient cavity. All staples could be removed as surgeon used an abdominal swab to cover the abdominal cavity when doing the stapling. Extra tissue needed to be taken off in order to get rid of the part that had half closed staples on it. Approximately 5mm of extra tissue was removed. The surgeon proceeded with a hand-anastomosis instead of using a stapler. There was no injury to the patient. The patient is in normal recovery.